Manufacturer narrative:
The device was returned and the evaluation found the following: light cover glasses adhesive was worn; optical cover glass adhesive was worn; distal end adhesive was lifting; light guide tube had delamination evident; hot and cold test had misty image; down angle out of specification; up/down angle play was evident; left/right brake not holding; and electrical safety test out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a contamination identified in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that there was a foreign substance adhering to the air supply channel, but it was not possible to identify the foreign matter. The event can be detected/prevented by following the instructions for use which state: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.